Event description:
Adverse event(s): "no info." (No info). Product problem(s): "unit firing intermittently." (Device stops intermittently); "system message displayed." (Device displays error message); "system shut down." (Operating system becomes non-functional). A customer reported the laser was intermittently not firing. The system then displayed a power out of range system message forcing a shut down. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).